Event description:
As reported, the stent delivery system of the s.m.a.r.t. Radianz 6x100mm was stuck to the guidewire while trying to remove the system after stent deployment. It was noted that the wire remained in the vessel as the device was removed from the patient over the wire. After removal, it was noted the device did not look right and it looked separated or stretched. There was no reported injury to the patient. The device was stored properly according to the instruction for use (IFU). There were no kinks or other damages noted prior to the insertion into the patient. The device was prepped normally with no difficulty. The intended lesion was in the superficial femoral artery which was noted to have moderate calcification. The vessel did not have any tortuosity. A non-cordis wire was used with the smart device. There was no difficulty noted while advancing the device through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend and was never kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18103053 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Manufacturer narrative:
The stent delivery system of the s.m.a.r.t. Radianz 6x100mm was stuck to the guidewire while trying to remove the system after stent deployment. It was noted that the wire remained in the vessel as the device was removed from the patient over the wire. After removal, it was noted the device did not look right and it looked separated or stretched. There was no reported injury to the patient. The device was stored properly according to the instruction for use (IFU). There were no kinks or other damages noted prior to the insertion into the patient. The device was prepped normally with no difficulty. The intended lesion was in the superficial femoral artery which was noted to have moderate calcification. The vessel did not have any tortuosity. A non-cordis wire was used with the smart device. There was no difficulty noted while advancing the device through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend and was never kinked during use. The product was returned for analysis. A non-sterile unit of s.m.a.r.t. Radianz 6x100mm 190cm stent delivery system was received for analysis inside of a plastic bag. The unit was inspected observing the following conditions: the stent is fully deployed and was not returned for analysis. Per visual analysis the distal section of the inner shaft presents a compressed condition. A separation condition on the luer hub was observed. The separated piece of the luer hub was returned inside a plastic container for analysis. No other anomalies were noted. Per functional analysis a lab sample guide wire of the proper size was inserted by the tip to be advanced all the way through the inner shaft of the device. However, due to the compressed/crushed condition of the inner shaft on the distal area the guidewire could not advance further. Also, due to the separated condition of the luer hub it was not possible to insert the guidewire by the proximal entrance. Due to the separation condition of the luer hub the flushing test was not performed. Per microscopic analysis the separated surface presents evidence of plastic deformation and fatigue striations. Plastic deformation and fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the separation. The distal area was inspected and confirmed the compressed/crushed condition of the inner shaft. A product history record (phr) review of lot 18103053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen (inner shaft) ~ resistance/friction - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis although the insertion/withdrawal test of the guidewire through the wire lumen failed due to the observed compressed/crushed condition located on the distal section of the inner shaft. The reported ¿guidewire lumen (inner shaft) ~ unraveled/stretched - in patient¿ was not confirmed through analysis of the returned device. However, a separation condition was observed on luer hub. The exact cause of the separated condition could not be conclusive determined during the product analysis. Procedural or handling factors might have contributed to this issue. According to the safety information in the instructions for use, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the stent delivery system of the s.m.a.r.t. Radianz 6x100mm was stuck to the guidewire while trying to remove the system after stent deployment. It was noted that the wire remained in the vessel as the device was removed from the patient over the wire. After removal, it was noted the device did not look right and it looked separated or stretched. There was no reported injury to the patient. The device was stored properly according to the instruction for use (IFU). There were no kinks or other damages noted prior to the insertion into the patient. The device was prepped normally with no difficulty. The intended lesion was in the superficial femoral artery which was noted to have moderate calcification. The vessel did not have any tortuosity. A non-cordis wire was used with the smart device. There was no difficulty noted while advancing the device through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend and was never kinked during use. The device will be returned for evaluation.

Event description:
As reported, the stent delivery system of the s.m.a.r.t. Radianz 6x100mm was stuck to the guidewire while trying to remove the system after stent deployment. It was noted that the wire remained in the vessel as the device was removed from the patient over the wire. After removal, it was noted the device did not look right and it looked separated or stretched. There was no reported injury to the patient. The device was stored properly according to the instruction for use (IFU). There were no kinks or other damages noted prior to the insertion into the patient. The device was prepped normally with no difficulty. The intended lesion was in the superficial femoral artery which was noted to have moderate calcification. The vessel did not have any tortuosity. A non-cordis wire was used with the smart device. There was no difficulty noted while advancing the device through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend and was never kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.